Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) detected high out of range shock impedances on the right ventricular (rv) lead. A review of the stored electrograms in the arrhythmia logbook show appropriate sensing and no evidence of noise. No adverse patient effects were reported. As of today the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.